Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-00170, related to MFR report # 2183959-2012-00172. On (B)(6) 2005, a monarc sling was implanted. It was reported that the pt experienced moderate ongoing dyspareunia, the event is device related, no intervention has been reported.